Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. This report was noted during clinical use. Information was requested by baxter's quality management regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.